Manufacturer narrative:
The referenced device was returned to the olympus for evaluation. The evaluation found that the slit of the maj-210 was broken. Also the fragment was a part of the slit of maj-210. Olympus attributed this phenomenon to user mishandling of the device. The maj-210 instruction manual states the notice for the handling of the device. This report is being submitted as a medical device report in abundance of caution.

Event description:
Olympus was informed that during a transbronchial lung biopsy the physician had inserted the biopsy forceps through the maj-210 then a part of the maj-210 had fallen off into the pt. The physician had retrieved the fragment form the pt. The procedure had been completed without any problem. There was no pt harm reported.